Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient's family reported right side capsular contracture baker grade unknown. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, b6, g1.

Event description:
Patient later, reported right side capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, g2.

Event description:
Patient reported right side capsular contracture baker grade iii. It was later reported "accommodation folds." The device remains implanted.